Manufacturer narrative:
Device manufacturer address 1: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a clearlink system continu-flo solution set was leaking from an unspecified port. The nurse had setup two primary bags for infusion into the primary set. One connected bag was maintenance fluids and the other was oxytocin injection; however, during infusion, it was discovered that the maintenance fluids were pouring out of the port instead of infusing. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection was performed. Using the naked eye, did not identify any abnormalities that could have contributed to the reported condition. Functional testing was performed, including pressure testing and clear passage test, which revealed a leak in the gland of the third y-site. The reported condition was verified. The cause of the condition was, due to a damaged component from the supplier. A batch review was conducted, and there were no deviations found related to this reported condition, during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.